Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the user facility over the phone. The user facility was advised to run the extended self-test (est) and check diagnostic logs. During a follow-up with the reporter, the device was found to be operating as intended. The reported gui issue was not duplicated. Covidien reference: (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.